Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass, minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump fell on the floor and the screen was cracked. The customer states the pump cannot be read. The customer's blood glucose level was 143mg/dl. The customer was advised the pump would be replaced and returned for analysis.